Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube kinked event on (B)(6) 2024. The infusion set was in use for less than one days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-00410. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007676 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 5/10 not able to be tested for flow due to the samples were used by quality department. Device history record (DHR) review: the 6007676 was manufactured according to the wi version 97 manufactured in the multivac 14, on 13/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6007676 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.